Event description:
The manufacturer received information alleging an patient reports particles in the tubing and a strange chemical smell and heat wave that the patient experienced and headache. Particles in tubing/chamber ,nasal/throat irritation or soreness related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging strange chemical smell, heatwave that the patient experienced headache, particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the replacement device has been received, declined to answer the questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously mentioned in section b3 and g3 the incorrect date of (B)(6) 2022. The correct date should have been entered in b3 and g3 as (B)(6) 2021. There was no allegation of serious or permanent harm or injury.